Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/25/2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the white plunger. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the delivery device but not in its normal loaded position. The seal was obsearved to be in opened state. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000440202 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, the protection seal of the hst iii system (3.8mm) did not fit inside the delivery device. A new device was brought out and used without any problems. The operation was completed without any issues. There was no delay. They used a new device, and there were no issues.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 (B)(6).